Manufacturer narrative:
The remote arm controller (rac) was returned and evaluated by the failure analysis (fa) team. The reported failure could not be reproduced. The rac was installed onto a printed circuit assembly (pca) test system, and the program had no issue when it ran a 10x power cycle and sat idle for one hour. Unable to replicate the reported error.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and the fse replaced the remote arm controller (rac) board to correct the reported problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting (post-anesthesia) of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report that the surgeon side console (ssc) left master tool manipulator (mtm) was not ready. The tse noted error 25511 and 25551 in the logs for the left mtm. Therefore, the tse suggested doing a couple of hard power cycles and exercising the left mtm, but troubleshooting did not resolve the issue. The tse informed the customer that the system was down, and the field service engineer (fse) would do further troubleshooting. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the procedure was converted to laparoscopic surgery due to the system issue. It is unknown if the port size incision was increased or if additional ports were placed. Patient demographics are unknown.